Manufacturer narrative:
Per tandem's t:slim user guide: a cartridge error can be caused by over filling the cartridge (with more than 300 units of insulin). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with approximately 300 units. The user stated that the cartridges are filled using humalog flex pens. Recommendation was made not to fill the cartridge beyond the specified maximum amount. The user's blood glucose level was up to 352 mg/dl and the bg level was addressed with manual injections. A new cartridge was successfully loaded.